Manufacturer narrative:
Insulin pump had minor scratches on lcd window, cracked display window corners, battery tube threads, broken belt clip slot and cracked reservoir tube lip. Insulin pump received without belt clip, unable to verify belt clip.

Event description:
The customer reported the cracked screen on the insulin pump and broken belt clip. The customer blood glucose at the time was 135mg/dl. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.